Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the infusion set extension tubing detaching from the needle/housing assembly was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. The extension tubing was completely detached from the housing. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample confirmed that the tubing was detached from the needle/housing and was not broken. Inspection of the sample under ultraviolet light revealed minimal adhesive residue within the extension tubing bore at the detachment site. No residue was observed on the needle shaft. The observed detachment appeared to be caused by insufficient adhesive residue at the tubing/needle bond. The lack of tensile weakness suggested that the device was not mishandled during use. The device is a supplied component.

Event description:
It was reported that needle disconnect with the catheter, chemo infusion leak on p¿t skin. Customer change a new one. No other information was provided. 1. What chemo-drug was used? Unknown, rn forgot 2. Were there any adverse reactions to the exposed area (redness, swelling, tingling, burning, etc.)? No 3. Was there a delay in the patient¿s medical treatment because of the exposure? No 4. Was additional medical treatment provided to the patient and if so, what was done? No 5. Was the healthcare provider exposed to the medication after it was in contact with the patient? No 6. What was the route of entry/exposure ¿ topical, inhalation, injection, mucous membranes, eyes, etc.? No.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdzs0058 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that needle disconnect with the catheter, chemo infusion leak on p¿t skin. Customer change a new one. No other information was provided.